Manufacturer narrative:
(B)(4). A follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the wireless footswitch cannot be paired as the receiver pcb assy was defective. The microprocessor pcb replaced to resolve the issues. Unit cleaned and functional test performed, after repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. The defective microprocessor pcb would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/26/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (01)10886705009121(21)ad1820200

Event description:
It was reported the wireless footswitch requires preventive maintenance. No reported malfunction from the customer, no patient involvement, no surgical delay. The fault was deteceted at the service center during electrical safety test the wireless footswitch can not be paired (the receiver pcb is defective)